Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer stated blood glucose was 487 mg/dl. The customer was treated with manual injection. Customer also reported that insulin pump had no delivery alarm. Customer reports insulin exits with the manual prime. Assisted customer in performing a 5.0 unit fixed prime test and insulin did not exit and pump alarmed no delivery. Customer stated insulin exits the tubing. Customer stated they declined to troubleshot for high blood glucose level. The insulin pump will not be returned for analysis.